Event description:
It was reported that a patient had presented with a significant amount of air and bubbles in the infusion tubing, and the pump had failed to alarm. The continuous infusion rate had been set at 0.6 ml/hr. The total reservoir volume had been calculated as follows: ordered dose of 11.55 mcg/day, administered dose of 80.875 mcg, total volume 102.7778 ml (with the pump programmed at 103 ml), and a volume with overfill of 109.972 ml. At the time of incident, 13.5 ml had been administered. The air detector had been turned off, while the upstream sensor had been on. The infusion duration had been programmed for 168 hours. The patient had not been medically affected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.